Event description:
It was reported the valve explanted after approximately 10 years due to extensive calcification and a tear in one cusp mitra and tricuspid valve repairs were also performed and a 21 mm sjs regent valve was implanted. The patient has a history of endocarditis and drug abuse.